Manufacturer narrative:
¿Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
Analysis of the ins (njy300766h) found that the ins setscrew was backed out too far.

Manufacturer narrative:
(B)(4).

Event description:
The representative reported on (B)(6) 2015, during a replacement, the setscrew on the new ins would not set/tighten down. The healthcare provider (hcp) had to replace the implant. Additional information received via the representative reported the physician made several attempts to tighten the screw with the wrench. The screw almost immediately "clicked" but the lead would not secure. After 3-4 attempts, the physician loosened the setscrew slightly and tried again. It would not work. It was as if the screw was stripped from the start. A different ins was used, and all went fine. The cause of the issue was unknown. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.